Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke); (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (stroke); (insufficient information; cause is unknown).

Event description:
It was reported that a valiant stent graft system was implanted for the endovascular treatment of a chronic descending thoracic dissection under physician-sponsored (B)(4). The aneurysm and vessel morphology were not reported. Exclusion of the thoracic tear was confirmed in a completion angiogram. Post-operative CT scans however demonstrated evidence of re-perfusion of the distal false lumen. At an unspecified time post implant, the subject suffered a stroke. On post-op day 6 the subject was discharged to a rehabilitation facility with dysmetria in the left arm and leg. No additional information is available and no additional clinical sequelae were reported.